Event description:
It was reported that during a laparoscopic hemicolectomy procedure, the active blade broke into two pieces. The surgeon recovered the piece that broke off. Another device was used to complete the procedure.

Manufacturer narrative:
Date sent: 09/16/208. Info anticipated, but unavailable at this time.